Manufacturer narrative:
This report is a duplicate and has been previously reported, all follow up information will be reported under 2028159-2015-09667. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the priming of the handpiece the aspiration was poor. The procedure was started and completed using an alternate handpiece with no harm to the patient.